Event description:
Patient with right distal tibia fracture was implanted by the wrong plate by the operating room personnel. A left lcp metaphyseal plate was implanted instead of a right plate.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.